Manufacturer narrative:
Device passed the displacement, self test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No device deficiency anomaly noted during test.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that the customer experienced high blood glucose level. The customer¿s blood glucose level was 447 mg/dl at the time of incident. Customer was treated with bolus. Customer was assisted in changing temp basal type on the insulin pump successfully. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.